Event description:
It was reported that a small volume folfusor under infusion medication to the patient. After the expected therapy time was complete, it was observed that the device had not infused all the medication dose. The device was filled with 2350mg 5-fluorouracil in 102ml sodium. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.